Manufacturer narrative:
Investigation on- going. Additional information/ investigation results will be provided in a supplemental report.

Event description:
It was reported that a prosa (#fv701t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the valve was believed to be clogged /operated in under-drainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient information: age: (B)(6) years. Height: 160 cm. Weight: (B)(6) kg.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve, but deposits were detected during the visual inspection. The prosa valve housing was subsequently measured and indicated the presence of a deformation. The housing deformation measured at -0.073 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has indicated that the valve has a blockage. Adjustment test: the prosa valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: because the valve is not permeable, a computer controlled test is not applicable. Results: first, we performed a visual inspection of the valve. A deformation of the outer housing of the prosa valve was observed through the measurement of the plan parallelism. Outside of the sample were deposits detected. Next, we tested the permeability, adjustability, the brake functionality and brake force. The valve was not permeable, but met all other specifications. Due to the non-permeability of the valve, a computer controlled test was not possible to further investigate the clinical claim of under-drainage. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm the clinical suspicion of "under-drainage" because the valve was blocked. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the prosa valve could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.